Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 30 cm (12") appx 3.2 ml, set ambrato per infusione, 4 clave®, perforatore con filtro where the customer reported that the nacl 0,9% liquid from the bottle connected to the tree was leaking from a connection fitting on the tree, which is loose and disconnected from the tree. Therefore, they had to stop the infusion and replace the tree. The status of the product at the time of event is during infusion. The incident generated anxiety for the patient, no one was harmed, additional medical intervention was not required, there was a delay in therapy of 1 hour, there was no blood loss, the patient recovered after the incident. The incident occurred was observed 5 minutes after the infusion has started. The medication used was solumedrol and stated that there was unprotected exposure to it, the leak was cleaned according to the facility¿s protocol. The patient was irritated by the incident and the leak came into contact with the healthcare professional and the environment. There was patient involvement but no adverse event/human harm.

Manufacturer narrative:
D9 - date returned to mfg on 6/12/2024. Received one used 011-h1368 4 clave for inspection. As received, a clave was separated from the trifurcated connector. Evaluation of the bond area under uv light showed gaps in solvent coverage. The remaining claves were tested for bond integrity per product specifications. One of the other bonds failed product specifications. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.